Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was deployed into the laa, and the physician recaptured and deployed the closure device twice in an attempt to get better positioning. The physician decided to exchange to a new 31mm wds, and prepped and inserted a new device. The physician advanced the wds, and fluoroscopy imaging revealed that it was advanced excessively outside of the cardiac borders without a fully optimized flex (flx) ball causing a perforation with a pericardial effusion. A pericardial tap was performed to treat the effusion and the patient was taken to surgery where an atrial clip was completed to treat the laa. There were no further patient complications.

Manufacturer narrative:
A3: gender added. H6: evaluation conclusion code updated.

Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was deployed into the laa, and the physician recaptured and deployed the closure device twice in an attempt to get better positioning. The physician decided to exchange to a new 31mm wds, and prepped and inserted a new device. The physician advanced the wds, and fluoroscopy imaging revealed that it was advanced excessively outside of the cardiac borders without a fully optimized flex (flx) ball causing a perforation with a pericardial effusion. A pericardial tap was performed to treat the effusion and the patient was taken to surgery where an atrial clip was completed to treat the laa. There were no further patient complications.